Manufacturer narrative:
The device was not returned to olympus for inspection. The investigation was performed based on the information provided by the customer and the third-party repair center. The reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit; no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, b30 appeared and no image was displayed. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had error b30, during an unspecified procedure. There were no reports of patient harm.